Manufacturer narrative:
Eval summary: the poly wear might have been caused if the liner was not fully secured to the shell during surgery resulting in the micro motion between the poly liner and the shell. As a result of micro motion between the liner and the shell, void space may get created, which in turn gets filled with wear debris and body fluids. Also due to the cyclic load acting in varied directions, these void spaces may open and close in a pistoning fashion causing the contained mixture of body fluids and wear debris to be expelled through the holes on the shell. The injection of wear debris might have bone lysis. No definitive cause analysis is possible with the info provided. Eval results and conclusions: no prod or x-rays were returned. Review of the device history records was also not possible as the prod and/or lot #s required for retrieval were unavailable. It is not suspected that the prod failed to meet specs. The investigation could not verify or identify any evidence of prod contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer considers the investigation closed.

Event description:
It is reported that device was implanted in 1999. The pt developed osteolysis extending through one of the screw holes of the cluster shell in the superior acetabulum. Asymmetric poly wear was also noted. The device was revised in 2008.